Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm during rewind. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 234 mg/dl. During troubleshooting for motor error alarm, it was found that drive support cap was protruded. Customer was not able to rewind. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed operating currents and the displacement test. However the pump alarmed compromised force sensor system during the prime test and motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. The motor was tested outside of the device and it passed. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a broken belt clip slot and cracked battery tube threads.